Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not delivering insulin. Customer gave themselves insulin and it still did not go in. Customer was getting a really high blood glucose reading. Customer stated that this happened several times during the day. Customer treated with a manual injection. Customer's blood glucose was 360 mg/dl. Customer stated that she gave herself 2 units with the pump. Customer stated that she ate breakfast and had a normal breakfast. Customer stated that customer stated that she only had 1 bar on the battery, so she changed out the battery and reservoir. Customer then gave herself a manual injection. Customer's current blood glucose is 146 mg/dl. Customer felt thirsty and was not feeling well. Customer reported that they have a back-up plan. Troubleshooting was performed and customer was assisted with correcting the time and date settings. Customer's blood glucose was later at 89 mg/dl.